Manufacturer narrative:
Product analysis: analysis confirmed the reason for return, there were errors in the logs and a reconfiguration was needed. It was also found that the keyboard was not working as a result of a micro processor unit (mpu) defect. The fan was noisy, and the bullets were missing. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during field service, it was found that the software was behaving strangely, with periodic freezing. The programmer is expected to be returned for service. There was no patient involvement.